Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system recently received an inappropriate shock while in the bath. The patient was evaluated in-clinic, where the automatic set-up tool (ast) only found one suitable sensing vector (alternate). Isometrics and provocative maneuvers were performed to mimic the patient's movement at the time of the event, as well as exercise testing. The device appeared to sense and discriminate appropriately during this troubleshooting, but the noise was reproducible with specific movements. The ast was utilized again, and it determined that the secondary sensing vector was most appropriate. The physician elected to reprogram the device to the secondary sensing vector and boston scientific technical services (ts) was contacted for review, and it was confirmed that the therapy was due to over-sensed myopotential noise. Additionally, there was evidence of occasional under-sensing in the provided data due to low r-wave amplitude measurements. Additional troubleshooting options were provided to assess the system placement and integrity, as well as potential reprogramming options. At this time, this s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system recently received an inappropriate shock while in the bath. The patient was evaluated in-clinic, where the automatic set-up tool (ast) only found one suitable sensing vector (alternate). Isometrics and provocative maneuvers were performed to mimic the patient's movement at the time of the event, as well as exercise testing. The device appeared to sense and discriminate appropriately during this troubleshooting. The ast was utilized again, and it determined that the secondary sensing vector was most appropriate. The physician elected to reprogram the device to the secondary sensing vector and boston scientific technical services (ts) was contacted for review. At this time, this s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.